Manufacturer narrative:
Investigation summary: bd received a photo for investigation. The customer-provided image shows a device with a broken/damaged eclipse shield. A total of 20 retained samples underwent a visual functional test to assess proper eclipse shield activation and hub collar separation, and all samples passed with no defects observed. Additionally, 30 retained samples were tested for broken hub collar separation, and all samples passed, as there was no evidence of breakage or hub collar separation during activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism separated from the unit during activation. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism separated from the unit during activation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.